Event description:
Small metal pin from brush head got stuck in between teeth [foreign body]. Oral-b brush head came apart during operation [device breakage]. Case description: a (B)(6) male consumer reported that while using an oral-b toothbrush, version unknown, the oral-b brushhead, version unk came apart during operation and a small metal pin from the brush head got stuck in between his teeth. The consumer reported use of oral-b toothbrushes for many years and this was the first time the head came apart. The case outcome was unk. No further info was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full eval will occur upon receipt of the returned product.